Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "check pads" message using these associated electrodes pads. Complainant indicated that there was no patient involvement in the reported malfunction. Please reference medwatch report 1218058-2015-0078 for similar claim.

Manufacturer narrative:
The electrodes were returned for evaluation, the malfunction was duplicated during visual evaluation. The dislodged wire is a non-functional wire and does not disable the electrode from delivering therapy when attached to a defibrillator. The purpose of the wire is to short the pads while the packaging is sealed to self-test the system preconnected. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.